Event description:
An ongoing issue was reported that the battery gauge was intermittently fluctuating. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.